Event description:
During the prep of the coil, it was noted to be stretched inside the sheathing. The coil was removed and replaced with no harm to the patient. Manufacturer response for hydroframe 10 8mm x 17 cm framing coil, hydroframe 10 8mm x 17 cm framing coil (per site reporter) mfg notified by site.